Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an altitude on multiple occasions when delivering a bolus. Reportedly, customer is able to load a new cartridge and resume insulin delivery. Customer had elevated blood glucose levels (+500 mg/dl). Customer delivered manual injections to stabilize blood glucose levels. It was indicated that the customer will continue to use the pump for insulin therapy.